Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the returned device found the guidewire niti tubing was fractured in two locations with stretching noted to the platinum coil. The damage noted to the returned device is indicative of excessive forces being applied to the guidewire, most likely during the attempt tp retract the device rom the patients anatomy. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. It was reported that, a catheter was delivered to ica (internal carotid artery) c5, but the guidewire could not pass the ica siphon section to distal occlusion. Withdrew the guidewire and found the tip 10cm was fractured with the core wire connected. Additional information provided by the customer indicated the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was not tortuous. There was no resistance encountered during the usage of the device that could have contributed to the issue, there was 70% stenosis and calcification at the lesion. An assignable cause of procedural factors will be assigned to the as reported ' device difficulty engaging target vessel' and ¿guidewire distal tip broken/fractured during use¿ and to the analysed 'guidewire distal tip stretched' and 'guidewire broken/fractured during use' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a neurovascular procedure the subject guidewire could not pass the ica (internal carotid artery) siphon section to distal occlusion. The subject guidewire was retrieved and it was found that fractured at tip with core wire connected. 70 percentage stenosis and calcification at the lesion was reported. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a neurovascular procedure the subject guidewire could not pass the ica (internal carotid artery) siphon section to distal occlusion. The subject guidewire was retrieved and it was found that fractured at tip with core wire connected. 70 percentage stenosis and calcification at the lesion was reported. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 1 of 2 reports (1st emdr) h3 other text : the device is not available to the manufacturer.